Event description:
It was reported that during a wedge resection thoracotomy procedure, the surgeon was stapling across the lung when he squeezed the trigger for the seventh firing with a green reload and, the handle broke. The jaws opened, the staples fell out and were malformed and jammed in the device. The surgeon removed the staples and replaced the device with another like device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/23/2008. Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and channel retainer was disengaged from the shroud as the shroud post was found broken. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.